Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that over seven and a half years later the patient underwent another revision procedure for reported normal battery depletion. During that procedure when a new ICD was connected to this existing rv lead, impedance measurements were within normal limits. When the patient was induced, a code displayed which indicated the lead had shocked into a shorted lead condition. Review of the episode found the shocking lead impedance at less than 20 ohms. The patient was subsequently externally rescued. It was noted that when testing through the device following the unsuccessful induction shock, the shock impedance measurement was 50 ohms. The physician requested another device. A new ICD was connected and another induction test was performed with the same code indicating the lead had shocked into a shorted lead condition. The field representative stated that a pop sound was heard at the time of induction. The patient was once again externally rescued. The rv lead was surgically abandoned and both new icds were attempted and not implanted. The abdominal pocket sewn shut. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted eight days later. No additional adverse patient effects were reported.